Event description:
It was reported, that during a tibial stenting treatment procedure, a shaft fracture occurred. The lesion was located in a calcified tibial artery. While advancing the 3.00x32mm liberte' bare metal stent, the shaft fractured in the sheath. The physician inserted an additional balloon and inflated it to trap the fractured end of the liberte stent delivery system. The sheath was pulled back with the shaft of the stent delivery system with the stent and balloon still attached as well as the inflated unknown balloon. The sheath, the stent delivery system and balloon was pulled out of the body together. The sheath was then dissected open and the physician captured the fractured end of the shaft and pulled the fractured end of the device completely out of the body. The procedure was completed with another liberte' bare metal stent. No further injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).